Manufacturer narrative:
Date of death and event date: dates are unknown therefore approximated.

Event description:
It was reported a patient death occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted. On (B)(6) 2019, the patient came into the office and his international normalized ratio (inr) was sub therapeutic. He was placed on lasix for his left leg edema. On (B)(6) 2019, the patient had a visit and looked washed out. He was scheduled for cardioversion on (B)(6) 2019, but it is unknown if that occurred. About six weeks post watchman procedure, the patient passed away of an unknown cause. No additional detail is known about the patient's death. It was noted the patient had multiple comorbidities.